Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice for diabetic ketoacidosis and hyperglycemia, with blood glucose readings over 33.3 mmol/l. The customer's mother stated that the customer uses a 6mm model quick-set infusion set and that the doctors believe this is the wrong set for him. The customer's mother then stated that the customer has used this set for eight years now and that she has been changing the customer's infusion set every day. The customer's mother also stated that the customer had a button error alarm that was previously cleared and that she believes was due to him sleeping on the insulin pump. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and the self-test. Nothing further was reported.